Event description:
Inbound, patient called to report that 3 times in the past month he has been working and hit his v-go 30 accidently on an object and the needle button released prior to 24 hours use. Patient has been using v-go for about 4 years and was trained at the office of his health care professional (hcp) by a nurse/certified diabetes educator (cde). The patient has already disposed of all used v-go devices.